Event description:
It was reported that during the percutaneous coronary intervention treatment procedure, a foreign material was noticed. The 90% stenosed lesion was located in the non calcified and moderately tortuous left circumflex artery. It was noted that on an encore 25 inflation unit, from an advantage kit, that there was a hair. The procedure was completed with another of the same device. No patient complications were noted and the patient's status was good.

Event description:
It was reported that during the percutaneous coronary intervention treatment procedure a foreign material was noticed. The 90% stenosed lesion was located in the non calcified and moderately tortuous left circumflex artery. It was noted that on an encore 25 inflation unit, from an advantage kit, that there was a hair. The procedure was completed with another of the same device. No patient complications were noted and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:product analysis: the unit components were visually examined and it was noted that the flex-cil was blocked with crystalized saline. There was no evidence of ¿hair¿ on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).